Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an electrosurgical device. The customer reports he used the catheter to ablate the pt's right gs, which was about 5mm in depth, he used tumescent to push the vein down to about 1 cm, the procedure went as planned and was essentially a routine procedure. About 2 weeks later, the pt presented with the hyper pigmentation. Consequently, he did a micro phlebectomy and that is when he saw thrombus in the vein that was removed.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.